Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a yellow alert was generated for this system for untreated episodes. A review of the stored episodes confirmed there was one untreated event; however, there is no s-ECG data available. A download of the device data was performed and reviewed by a boston scientific engineer who identified a device reset occurred due to corrupted telemetry command. This command resulted in the reset and the device not being able to store the first untreated episode. Further review of the data indicates the issue does not affect therapy and will not affect the storage of future episodes. No adverse patient effects were reported.